Manufacturer narrative:
Propex ii hook. Various cable problem. There is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Propex pixi measuring wire long (eur). Various cable problem. Bad contact in the connector.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Propex ii hook. Various cable problem. There is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Propex pixi measuring wire long (eur). Various cable problem. Bad contact in the connector.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.